Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The battery was replaced to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported loss of mechanical ventilation during pre-use checkout due to battery failure. There was no patient involvement.